Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was high (value not provided) and ketones were present. Customer reverted to using insulin injections. As occlusions were not occurring at time of report, troubleshooting to determine possible cause of past occlusions could not performed. Reportedly, customer discussed event with her "team" and resumed pump therapy.